Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had an audio anomaly on the insulin pump. The insulin pump audio when alarming was very low and could not be heard. The audio was set to the highest volume. The customer¿s blood glucose during the incident was unknown. Troubleshooting was could not be performed. The device will not be returned for analysis.